Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary/bowel problems and incontinence. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh was implanted; on (B)(6) 2008, obtryx and ams straight-in were implanted; and on (B)(6) 2013, advantage fit was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted due to stress urinary incontinence, incomplete emptying of the bladder and stage iii/ IV pop concurrently with transvaginal urethrolysis, cystourethroscopy, hysterectomy and appendectomy. It was reported that the patient underwent a posterior colporrhaphy in (B)(6) 2008.

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.